Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report was created to capture the complication that was related to the procedure reported in the article: durst et al. A method for complete angiographic obliteration of a brain arteriovenous malformation in a single session through a single pedicle. Journal of clinical neuroscience. 22(2015) 391-395. The lot history record review was not possible as the lot number was not reported.

Event description:
The information was received from the article: durst et al. A method for complete angiographic obliteration of a brain arteriovenous malformation in a single session through a single pedicle. Journal of clinical neuroscience. 22(2015) 391-395. Medtronic (covidien) received information through literature review regarding incidents involving its manufactured products. Onyx was used to treat brain (avms) arteriovenous malformations in 12 patients (mean age 44, 8 males) using a reverse plug then push technique using the marathon and echelon 10 catheters. There was one morbidity and one mortality related to the techniques in the procedure. These complications occurred in the 2 patients who received the highest volume of onyx. One patient experienced a venous infarction in the perinidal region due to a thrombus in the draining vein, resulting in permanent neurologic sequelae. It was concluded that through using the ¿¿reverse plug then push¿¿ technique in this small group of patients, it was possible to achieve complete angiographic obliteration in most of the patients. The information was received from the same article as MDR# 2029214-2015-00225.